Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument had a pulley that spontaneously broke off and one branch of the instrument could no longer be operated. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found mechanical indentation to the distal pulley that potentially contributed to the broken grip cable. Additional observation not reported by site that was related to the primary failure: the instrument was found to have indentations on the outer face of the distal idler pulleys. There were no pieces missing. Grip cable adjacent to this indented pulley showed damage.

Event description:
Refer to h10/h11 for follow-up information.